Event description:
The balloon ruptured.

Manufacturer narrative:
Evaluation summary: the reported defect was confirmed for balloon damage. The proximal and distal windings have been pulled off the distal tip of the catheter, and were not returned. The balloon latex is also missing. Although the exact root cause cannot be confirmed, this condition may occur when the maximum pull force (as indicated in the instructions for use) has been exceeded. A device history record review was completed and documented that the device met all specifications upon distribution.